Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 10. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility and inflammation. No further patient complications were reported.